Event description:
A customer reported that the touchscreen was detaching from the pump, allowing visibility into the device. This issue affected the customer's ability to interact with the pump. There was no adverse impact on the customer's blood glucose level. Customer reverted to an alternate method of insulin delivery.